Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 470 mg/dl. Prior to the hospitalization, the customer experienced no delivery alarms. Since her blood glucose levels were already high, she decided to go to the hospital. Troubleshooting was not possible at the time of the call as the hospital was trying to stabilize the customer. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.